Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle splattered blood and leaked other than from the insertion site or tip. The following information was provided by the initial reporter: "device appears intact before use and can be easily connected to the vacutainer body when taking blood: flow of blood into the vacutainer body through the black adapter even before the tube is inserted. No closed system risk of contamination of the caregiver."

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle splattered blood and leaked other than from the insertion site or tip. The following information was provided by the initial reporter: "device appears intact before use and can be easily connected to the vacutainer body when taking blood: flow of blood into the vacutainer body through the black adapter even before the tube is inserted. No closed system risk of contamination of the caregiver".

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.